Event description:
According to the reporter, during an oncological cecum tumor resection, in gastroplasty, at the time of first stapling, there was a difficulty closing the device. The antrum was very thick and then there was a cracked noise on the handle. The device did not fire to resolve the issue, another handle of the same type was used with a new reload. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3d0048. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.